Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during loading, the deployment knob of the delivery catheter system (dcs) separated. The dcs was replaced for implant. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the capsule fully closed, the end cap/screw gear snap fit was connected. Visual analysis showed the handle, tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. A white mark was observed over the nitinol reinforcing frame along the mid-section of the capsule. During functional testing, the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Upon full retraction of the capsule, the actuator components separated. A hairline crack was observed on both tab 3 and tab 4 of the male actuator component at the point where the tab protrudes from the actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The suspect dcs was returned to medtronic for analysis. The handle appeared intact and the device was received with the capsule fully closed; however, upon full retraction of the capsule the actuator components separated which confirmed the event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Available information does not indicate the white mark observed on the capsule occurred during the reported issue. The mark may have been caused by an interaction between the dcs and a hard surface, potentially during transport back for analysis; however, the cause of this damage could not be conclusively determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.